Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the issue. The fse replaced the drive manifold assembly to resolve the issue. Full functional verification was performed and the iabp passed and was returned to the customer for clinical use.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) generated low vacuum alarm. No patient injury, death or adverse event was reported.